Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# b002710n62, implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a physician in regards to a patient who was being treated with baclofen intrathecal (type, concentration, dose, lot # not provided) for intractable spasticity and multiple sclerosis. In (B)(6) 2016, the patient had a catheter issue, and as a result, the pump and catheter were replaced on (B)(6) 2016. The patient had experienced symptoms of withdrawal leading up to the revision, and both the catheter and withdrawal issues resolved with the replacement of the pump and catheter. Information regarding the patient's medical history, additional medications taken at the time of the event, cause, additional troubleshooting/interventions, or outcome of the event was not provides. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.